Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the lead. Failure event observed during analysis. Final analysis found a partial lead was returned in one piece for analysis. Visual analysis found a full breach insulation degradation exposing the outer coil.